Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device and provided images confirmed the reported event. This device was manufactured on 13-dec-2018. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 13-dec-2018, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 30-nov-2023, 5) IFU reference: 78409455.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, g1.

Event description:
Additional information indicated that the fracture of the stem was the reason for revision. Affected side was right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a corail stem right side because of fracture at neck area. A cementless hip tep was implanted on (B)(6) 2019. At early may, the patient underwent a revision with head and inlay change because of an early infection. While lifting an object weighing 15 kg, the patient experienced acute pain in the hip and inability to bear weight. The diagnostics performed showed a complete fracture of the prosthesis in the neck region. After preparation, surgical revision via transfemoral approach with prosthesis replacement was performed. Doi: (B)(6) -2019. Dor: (B)(6) 2021.